Manufacturer narrative:
The device was returned and evaluated, and during routine inspection, foreign matter was found to be clogging the suction channel of the universal cord. The bending angle was insufficient due to elongation of the angle wire. The play of the angle knob is out of the normal state due to elongation of the angle wire, and scratches were found on the switch box, universal cord and scope connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus loaner repair department reported the presence of foreign material clogging channel of the gastrointestinal videoscope. There was no procedural impact or patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the foreign material existed and the material was found to be a disposable brush. As it was noted that reprocessing steps were implemented correctly, the cause for the broken brush could not be specified. Olympus will continue to monitor field performance for this device.